Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the nozzle of the gastrointestinal had foreign materials and the plastic distal end cover was burned. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, a definitive root cause of the burn to the plastic distal end cover could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The burn to the plastic distal end cover can be prevented and detected by following the instructions for use: operation manual gif-q260j chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspection of the endoscope operation manual gif-q260j chapter 4 operation:4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the nozzle of the gastrointestinal had foreign materials and the plastic distal end cover was burned. There was no patient involvement.